Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Reporter: the phone and email address of the initial reporter are not available / reported. [Conclusion]: the event was reported through the (B)(6) study. A (B)(6) female patient with a history of diabetes, hypertension, bilateral glaucoma, and left wrist tendinitis presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0, nih stroke scale (nihss) of 6, and a modified rankin score (mrs) of 0 experienced a severe cerebrovascular ischemia event on (B)(6) 2019. Thrombectomy was attempted and an intracranial stent was placed to treat the event. The suspected origin of the presenting embolism was large vessel atherosclerosis versus arterial dissection. It was reported that the ischemic event was related to a potential dissection and it is unclear to the treating team if the event was spontaneous / occurring before the procedure start, or due to the study procedure. The treating team do not feel that it was due to the embotrap device; however, the relationship cannot be excluded. On (B)(6) 2019, the patient underwent the mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device (et009533 / 18k058av). Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. The first pass was made with the embotrap ii and mechanical pump aspiration at the right m1 (4-minute incubation) resulted in a post-pass mtici score of 2a with a partial clot retrieval via the embotrap. The second pass was made with a 4mm x 20mm trevo® stent retriever (stryker) device and mechanical pump aspiration at the right m1 due to persistent clot (4-minute incubation) resulted in a post-pass mtici score of 2b with partial clot retrieval via the trevo stent retriever. The third pass made with the 4mm x 20mm trevo® stent retriever (stryker) device and mechanical pump aspiration (4-minute incubation) at the right m1 resulted in a post-pass mtici score of 2b with partial clot retrieval via the trevo stent retriever. After the third pass, no further passes were made. All passes were made with an 8f balloon-guided catheter with an 0.060-inch inner diameter intermediate catheter via a 0.021-inch inner diameter microcatheter; the stent retriever was partially retracted into the intermediate catheter and both were withdrawn together. The 24-hour post-procedure nihss was 5. The patient developed cerebrovascular ischemia on (B)(6) 2019, four days following the procedure. On (B)(6) 2019, the nihss was 11 and the mrs score was 4. The patient was discharged to a rehabilitation center on (B)(6) 2019 with an nihss of 9 and an mrs of 4. The current status of the patient is not available. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18k058av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral ischemia is a known potential complication associated with the embotrap device and mechanical thrombectomy procedures and is listed in the instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the cerebral ischemia could not be conclusively determined; however, there were no confirmed intraprocedural events and there was no evidence of a malfunction/performance issue associated with the embotrap device. The last report received indicated that the ischemia was due to a possible dissection, but it is not clear if the dissection was spontaneous/occurring before the start of the procedure, or due to the study procedure. There was partial clot retrieved in the first pass, thus demonstrating that the embotrap device was engaging with the clot and retrieving clot material. Review of the information suggests that patient and/or procedural factors may have contributed to the event with no indication of a device malfunction. Since the cerebral ischemia required endovascular intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function, and the relationship of the device and/or procedure to the reported event cannot be excluded, the event meets MDR reporting criteria as a ¿serious injury.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study. A (B)(6) female patient with a history of diabetes, hypertension, bilateral glaucoma, and left wrist tendinitis presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0, nih stroke scale (nihss) of 6, and a modified rankin score (mrs) of 0 experienced a severe cerebrovascular ischemia event on (B)(6) 2019. Thrombectomy was attempted and an intracranial stent was placed to treat the event. The suspected origin of the presenting embolism was large vessel atherosclerosis versus arterial dissection. It was reported that the ischemic event was related to a potential dissection and it is unclear to the treating team if the event was spontaneous / occurring before the procedure start, or due to the study procedure. The treating team do not feel that it was due to the embotrap device; however, the relationship cannot be excluded. On (B)(6) 2019, the patient underwent the mechanical thrombectomy using a 5mm x 33mm embotrap ii revascularization device (et009533 / 18k058av). Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. The first pass was made with the embotrap ii and mechanical pump aspiration at the right m1 (4-minute incubation) resulted in a post-pass mtici score of 2a with a partial clot retrieval via the embotrap. The second pass was made with a 4mm x 20mm trevo® stent retriever (stryker) device and mechanical pump aspiration at the right m1 due to persistent clot (4-minute incubation) resulted in a post-pass mtici score of 2b with partial clot retrieval via the trevo stent retriever. The third pass made with the 4mm x 20mm trevo® stent retriever (stryker) device and mechanical pump aspiration (4-minute incubation) at the right m1 resulted in a post-pass mtici score of 2b with partial clot retrieval via the trevo stent retriever. After the third pass, no further passes were made. All passes were made with an 8f balloon-guided catheter with an 0.060-inch inner diameter intermediate catheter via a 0.021-inch inner diameter microcatheter; the stent retriever was partially retracted into the intermediate catheter and both were withdrawn together. The 24-hour post-procedure nihss was 5. The patient developed cerebrovascular ischemia on (B)(6) 2019, four days following the procedure. On (B)(6) 2019, the nihss was 11 and the mrs score was 4. The patient was discharged to a rehabilitation center on (B)(6) 2019 with an nihss of 9 and an mrs of 4. The current status of the patient is not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 8/23/2019. [Additional information]: on 23 august 2019, additional information was received from the clinical database that indicated that the reported patient event was resolved with sequalae on 05 june 2019. Cerebral ischemia is a known potential complication associated with the embotrap device and mechanical thrombectomy procedures and is listed in the instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the cerebral ischemia could not be conclusively determined; however, there were no confirmed intraprocedural events and there was no evidence of a malfunction/performance issue associated with the embotrap device. The last report received indicated that the ischemia was due to a possible dissection, but it is not clear if the dissection was spontaneous/occurring before the start of the procedure, or due to the study procedure. There was partial clot retrieved in the first pass, thus demonstrating that the embotrap device was engaging with the clot and retrieving clot material. Review of the information suggests that patient and/or procedural factors may have contributed to the event with no indication of a device malfunction or performance issue. Since cerebral ischemia necessitating endovascular intervention is serious injury and the relationship of the device and/or procedure to the reported event cannot be excluded, the event meets MDR reporting criteria. Updated sections: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.